Event description:
A pharmacist reported that the implant broke during folding. Additional information has been requested but is not available at the time of this report. There are four medical device reports associated with this report. This is 2 of 4.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).